Event description:
It was reported that the patient was experiencing headaches due to ¿holes in his head that the doctors left.¿ headaches were occurring around the implant site. The patient could feel irritation at the top of his head where the lead goes into the brain. The patient stated he was implanted for pain and the indications for deep brain stimulation (dbs) were reviewed. It was noted that the patient had been part of a clinical trial in the 1990s. It was thought that the device itself may have moved and could¿ve been causing his current pain. The headaches were reported to have been occurring since 1998 when the battery ran out. The headaches started mild ¿and more and were getting worse now.¿ follow-up was conducted to determine if any intervention occurred and if the patient was still experiencing symptoms. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7441, serial # (B)(4), product type adapter; product ID 3586, serial # (B)(4), product type lead; product ID 7496, serial # (B)(4), product type extension; product ID 3586, serial # (B)(4), product type lead; product ID neu_3380, serial# (B)(4) implanted: explanted: product type lead product ID 7496-51, serial # (B)(4), product type extension; product ID 7496-51, serial # (B)(4), product type extension; product ID 7424, serial # (B)(4), product type implantable neurostimulator; product ID 7424, serial # (B)(4), product type implantable neurostimulator. (B)(4).